Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05858 and 2134265-2017-05868. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 3.75mm x 15mm nc emerge® balloon catheter was advanced for dilation. However, during initial inflation at 10 atmospheres for 10 seconds, the balloon was again ruptured. The device was completely removed from the patient. A 3.50mm x 15mm nc emerge® balloon catheter was then advanced. The balloon was initially inflated at 18 atmospheres; however, during the second inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient. A 10/3.50 flextome¿ cutting balloon¿ balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres for 10 seconds, the balloon also ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device avail for eval, returned to MFR. On device returned to MFR, device evaluated by MFR, method code, result code and conclusion codes updated. Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. Microscopic and tactile inspection revealed a burst in the balloon material, 5mm in length. Inspection of the remainder of the device revealed numerous kinks in the hypotube. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05858 and 2134265-2017-05868. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 3.75mm x 15mm nc emerge® balloon catheter was advanced for dilation. However, during initial inflation at 10 atmospheres for 10 seconds, the balloon was again ruptured. The device was completely removed from the patient. A 3.50mm x 15mm nc emerge® balloon catheter was then advanced. The balloon was initially inflated at 18 atmospheres; however, during the second inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient. A 10/3.50 flextome¿ cutting balloon¿ balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres for 10 seconds, the balloon also ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.